Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the complete investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. H6: investigation findings - code 114 is based upon the evaluation of user facility information and simulation test; code 3221 is based upon no sample returned. Since the information about the details of the procedure could not be obtained, the answer will be made with the results of the past simulation test. Simulation test with a factory-retained sample: assuming that the contralateral approach was performed in this procedure, a simulation test was conducted on a simulated lower extremity vascular model using factory-retained glidewire advantage and 4fr angiographic catheters. The load on the glidewire advantage was gradually increased by combining the angle of the common iliac artery in the simulated lower extremity vascular model, the position of the angiographic catheters and the load on the glidewire advantage (load 1-4). The glidewire advantage was inserted into the left superficial femoral artery (sfa) so that the distal end could locate near the popliteal artery. Details of loads 1-4 are as follows: (described in the order of angle (radius of curvature) of the common iliac artery, position of the distal end of the angiographic catheter and direction of torque load). Load 1: radius of curvature 17.5 mm, distal side from the apex of the common iliac artery, clockwise only load 2: radius of curvature 10 mm, distal side from apex of common iliac artery, clockwise only load 3: radius of curvature 10 mm, proximal side from the apex of the common iliac artery, clockwise only load 4: radius of curvature 10 mm, proximal side from the apex of the common iliac artery, alternating clockwise and counterclockwise. When the distal end of the angiographic catheter is located on the proximal side from the apex of the common iliac artery, the joint of the glidewire advantage becomes exposed and the load tends to concentrate. As a result of applying torque load to the glidewire advantage under the above conditions, the fracture was observed only at load 4. As a result of inspecting the fractured part of glidewire advantage, the following was observed: the fractured position was around approximately 270 mm from the distal end. As a result of inspecting the fractured surface with an electron microscope, a radial pattern was observed. The pattern on the fractured surface was similar to that on the actual device. Based on the investigation results, as one of the possibilities, it was thought that metal fatigue accumulated, which led to fracture since a situation such as load 4 in the simulation test occurred at the time of the second use. However, since the details at the time of use or vascular running conditions were unknown, it was not possible to clarify the cause of the occurrence. Ashitaka factory is committed to maintaining product quality through the following controls. In the product assembling process, 100% visual inspection is performed to ensure that there is no anomaly such as abrasions in appearance. After the product assembling process, the outer diameter is measured on 100% basis to ensure that there is no local anomaly in it. The instructions for use (IFU) of this product indicates as follows: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy." "Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, provide additional information to section b5 and update h1. Appearance confirmation (visual inspection, microscope): the returned device was only 1 advantage. It had been fractured at approximately 265mm from the distal end. No anomaly was found in appearance in other parts. Confirmation of the fractured part (electron microscope): a radial pattern was observed on the fractured surface on the distal side and that on the proximal side. Dimensions: the outer diameters of the hydrophilic-coated and the ptfe-coated parts: they met the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing history and shipping inspection records. No similar event was found in the past complaint file. Past simulation test: as a result of applying a continuous torque load while the wire was curved, the wire was fractured and a radial pattern was observed on the fractured surface.

Event description:
Additional information was received on 12dec2025: the device was used without any issues during the first use. No health damage was suffered.

Manufacturer narrative:
A1: patient identifier: unknown a2: date of birth: unknown a4: weight: unknown a5: ethnicity: unknown a6: race: unknown d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: di: (B)(4). D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lead tech h4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Complaint files from the past three years were investigated. No deviations or non-conformities related to the manufacturing process for the involved case was found. Please refer to section h10 for the related reports. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. The glidewire advantage was used on the patient; however, the tip became frayed. The procedure performed was an lle, and no blood loss was reported.